Event description:
The customer reported problems with the monitor. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The monitor was replaced, found to be operating as intended, and released to the customer for use.